Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life however there were multiple unexplained pump reboots. The returned battery cap was found to be damaged and the threads were found to be damage as well. The yellow o-ring was missing. The pump was unable to maintain an electrical connection with the returned battery cap due to a cap detaching. A test battery cap was used for all testing. The test battery cap was unable to fully tighten. The battery compartment threads were found to be damaged. The battery compartment was found to be cracked. The current draws were within specification. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. Unrelated to the original complaint, the pump powered with a test battery cap to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).